Manufacturer narrative:
An event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2009, a 25 mm trifecta valve was implanted in a patient participating in the trifecta ide study. Information received from clinical affairs on 02 jan 2018, indicated the patient had a "failing" aortic valve. As the patient had end-stage parkinson's disease, no intervention was anticipated beyond medical management. On (B)(6) 2017, per report the patient died from end stage parkinson's disease and heart failure. Information received on 15 feb 2018 indicated that on (B)(6) 2016, the patient was diagnosed with structural valve deterioration that caused severe intravalvular aortic regurgitation which possibly contributed to the patient death. (Clinical study patient ID: (B)(4)).